Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report, b5: describe event or problem, d4: additional device information, d9: device availability, g3: date received by manufacturer, g6: type of report, h1: type of reportable event, h2: follow up type, h3: device evaluated by manufacturer, h4: device manufacturer date, h6: adverse event problem, h10: additional narrative. Fractured mount identified at hex (with reported fractured screw inside). It was reported that that the mounting screw broke in tooth location 36 and the implant was successfully removed with trephine.. Zimvie received one (1) tsv4b10, (imp,tsv,4.1mm,sbm,10) for evaluation. Visual evaluation was performed, a fracture has been identified on the mounts hex and screw. DHR review was completed for the subject lot number 1259907. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1259907, for similar events and no other complaint was identified. Review completed utilizing keywords: dental : functional : fracture : mount based on the investigation and risk management file review, the most likely root cause determined from the investigation was material selection of the implant and/or fmt was not adequate to withstand recommended torque values for placement/seating. Therefore, based on the available information, a device malfunction did occur. The fracture has been identified on the mounts hex and screw. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
Fractured mount identified at hex (with reported fractured screw inside).

Event description:
The doctor reports that the mounting screw broke in tooth location 36 and the implant was successfully removed with trephine. Procedure concluded with the placement of another implant. Patient with bone type ii. Site presented edema and inflammation. The doctor also indicates that the same thing happened with another implant the previous week, but in that case, the implant remained implanted. (B)(4).

Manufacturer narrative:
Zimvie complaint number cmp (B)(4). A1: patient identifier unknown / not provided, a2: age at time of event unknown / not provided, a4: patient weight unknown / not provided, d4: additional device information unknown / not provided, d4: unique identifier (UDI) number not available, e1: reporter name and email address unknown / not provided, h4: device manufacturer date unknown / not provided.